Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a cranial biopsy procedure the navigation system unexpectedly exited out of the cranial software. The issue occurred during navigation. The system was rebooted and the procedure continued. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was available.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that the reported event was related to the site keeping the system on 24/7 without shutting them down. No further investigation required at this time.